Manufacturer narrative:
Analysis of the returned contour ureteral stent revealed that the stent was broken. The stent fragment was detached and was included with the return. The suture was broken, but remained attached to the suture hole. The investigation has determined that the condition of the returned device is consistent with those caused by the suture. Therefore, the most probable root cause for this event is determined to be handling damage. It is also noted that separation of the stent prior to placement, due to handling is not a medwatch reportable condition.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was attempted to be used in a ureteroscopy procedure performed on (B)(6), 2011 (patient ID, age and weight are unknown). According to the complainant, upon opening the device package, the stent was noticed to be in two pieces. Complainant confirmed no patient involvement, therefore there were no patient complications reported as a result of this event. The procedure was completed with another of the same device.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was attempted to be used in a ureteroscopy procedure performed on (B)(6) 2011 (patient ID, age and weight are unknown). According to the complainant, upon opening the device package, the stent was noticed to be in two pieces. Complainant confirmed no patient involvement, therefore there were no patient complications reported as a result of this event. The procedure was completed with another of the same device.